Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted the caller with resetting the pump, and afterward, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.